Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) units of flow regulator sets leaked between the blue flow regulator and the tube. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Four (4) actual samples were received for evaluation in a plastic bag which presented residual contamination. Visual inspection on the actual samples did not identify any issues. Due to the nature of the returned samples, no functional testing was performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.